Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l82057, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10.0 mg/ml at 1.001 mg/day) via an implantable pump. The indication for use was non-malignant pain and post laminectomy pain. On (B)(6) 2015, it was reported that in (B)(6) 2015, a couple of weeks after the pump refill on (B)(6) 2015, the patient went into the clinic to see how she was doing with her medication. At that time, they increased her dose of dilaudid quite a bit because she had previously been on a pretty high dose of morphine and clonidine. At that time, they forgot to change the refill date. In (B)(6) 2015, the pump low reservoir alarm was sounding because they hadn&#38176;changed the date the patient was supposed to be in. The patient experienced withdrawal. She called the office and had to go to another clinic to have the pump refilled in (B)(6). The patient stated that when the pump got really, really low, she started having some issues because of her high flow rate. The actions/intervention and resolution with regards to the withdrawal was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.